Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in this patient who had passed screening in all three vectors; however, post implant, automatic setup was not successful due to low r wave amplitude. The smart pass feature was unable to be enabled. Technical services (ts) discussed it could be positional related and to try to obtain imaging and to rescreen this patient. This patient was discharged from the hospital and then was inappropriately shocked overnight, with therapy being exhausted. This patient returned to the emergency room the following day in which this s-ICD system was explanted, and this patient received a transvenous device system in place. This electrode is not expected to be returned as it was retained by the customer. No additional adverse patient effects were reported.